Manufacturer narrative:
The internal investigation into complaint related device included the following: the product met acceptance criteria for qc release. The processing records indicate the lot was irradiated within process parameters. Dose audit for the sterilization process was acceptable for the lot. Results of bacterial endotoxins testing were acceptable. There were no ncr or deviations observed during batch record review related to the event reported. The distribution/implantation history records for reported lot revealed that there were (B)(4) devices distributed from lot sp100084, including (B)(4) reported as implanted. As per query of complaint management database, no other complaints related to the reported event have been reported to lifecell for lot sp100084. Based on internal investigation into the reported lot (review of batch processing records for dose audit results, sterilization records), the patient presented puncture/small area of wound dehiscence at mastectomy scar with clear drainage, no signs or symptoms of inflammation or infection at the wound. Wound dehiscence is an anticipated complication of breast implant related surgery. The event is unlikely related to the strattice. The event is reported to FDA because the clinical study investigator assessed the event to be related to strattice.

Event description:
The following information was obtained from the "(B)(6)" investigator initiated study - (B)(6). It was reported to lifecell by clinical study investigator that (B)(6) female underwent unilateral (right breast) mastectomy and immediate breast reconstruction with strattice 10cm x 16cm and 595gms breast implant on (B)(6) 2014. On (B)(6) 2014 (pod 25), puncture/ small area of wound dehiscence noted at the mastectomy scar with clear drainage. Alginate dressing treatment was unsuccessful. There were no signs of inflammation or infection at the wound. Antibiotics were given due to fever. Healing issues progressed and surgery was performed on (B)(6) 2014 (pod 55) to exchange for smaller 490gms implant and scar revision; strattice remained in place. Wound healing issues continued and on (B)(6) 2014 (pod 111), both implant and strattice were explanted. As of (B)(6) 2014 (pod 124), the event is considered to be resolved by the surgeon and the patient remains unreconstructed.